Event description:
Literature: gelabert-gonzalez m, relova-quinteiro jl, castro-garcia a. "Twiddler syndrome" in two patients with deep brain stimulation. Acta neurochir (wien). Mar; 152(3): 489-491. Summary: this article reviews the clinical cases of two patients with parkinson's disease who had subthalamic bilateral electrodes implanted and presented with twiddler syndrome 2 and 3 years after surgery. Event: the patient was a (B) (6) woman with a 17 year history of parkinson's disease, treated with levodopa, pergolide, and amantadine. The patient was admitted to the hospital in (B) (6) 2004. At the time of the admission no neurological signs apart from parkinsonism were noted. A stereotactic frame was used to implant the quadripolar dbs electrodes in both subthalamic nucleuses (stns). The electrodes were attached to the skull using the burr hole cap. As stimulation test confirmed the beneficial effects of dbs, a programmable pulse generator was implanted in the abdominal wall 3 days later and sutured to the fascial plane. Postoperative outcome was uneventful and the two year follow up period showed an important reduction of symptoms. Three years later, the patient presented with deteriorated clinical status with disabling tremor and increased rigidity on the right side. Radiographs of the stimulation system showed the right electrode was higher than the theoretical position and the left electrode was fractured at the neck, the connections between the dbs and wires were displaced towards the neck, and the extension wires were intertwined from the neck to the abdominal bag. The patient admitted having twisted the generator while "playing" with it. Surgery was performed to reposition the right electrode, and replace the left electrode and the extension wires. Postoperative outcome was uneventful and the patient was discharged 8 days later. It was also noted the patient had no psychiatric disorder, however, admitted they had often manipulated the generator in the abdominal sack without perceiving any discomfort.

Manufacturer narrative:
(B) (4).